Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a threshold suspend warning. The insulin pump did not vibrate. The insulin pump was sounding off and he was unable to escape from the data screen. Some of the data was going off at the top of the screen. Customer's blood glucose level was 47 mg/dl. The screen was partially fading in and out. The customer confirmed that the insulin pump vibrated when tested and the display returned to normal. The device was not returned.